Event description:
It was reported that (1) device was used during a laparoscopic colon resection. It was reported by the affiliate that the surgeon tried to fire the tsb45 instrument, which would not fire. The device was taken out and a new reload was put in, the device then fired with a bit of difficulty on opening the jaws. The device had stapled, but did not cut. There was no consequence to the pt.